Event description:
The facility reports during transfer from the chair to the bed, the staff hooked up the sling and lifted the patient out of the chair towards the bed. The patient shifted to the right side of the sling and slipped out. The patient hit the floor on the right shoulder and also hit their head and back. The staff then noticed that the right leg strap had detached. The patient was taken to the hospital by ambulance where it was confirmed patient had sustained bruising to the right shoulder, a contusion to the back of their head (right side) and a 1-inch cut to the right eyebrow, to which skin glue was applied and x-rays taken.